Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02583-1. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331. H10: narrative/data was updated. DHR review was completed for the subject lot numbers (1230092 and 1242368). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02583. Zimmer biomet complaint number (B)(4). Initial reporter fax number unknown / not provided a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported by the customer that maxillary implants were being placed using guided surgery. The implants were not stable after following guided protocol. The implants were removed and surgery was aborted. Patient had a lack of primary stability. Patient does not want to have new implants placed and had anxiety over treatment. Teeth locations #4 and #6.